Event description:
It was reported that the event involved a female patient, (B)(6). While in the cath lab the cardiac interventionist tested the ai-07127 and found that the balloon did not inflate. As a result, the wedge-pressure catheter was not used for this patient. Another product was used successfully. There was no reported patient death or injury. Medical / surgical intervention was not required. The therapy was interrupted / delayed for the time frame required to retrieve another product. There were no reported patient complications and the patient outcome is listed as good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.